Manufacturer narrative:
Additional information received via email from customer on 08-aug-2022 and attached in complaint: the staff primed the line and everything seemed to be looking good and then the next thing they knew the filter was completely empty but the tubing distal to filter still had fluid. No evidence of leaking. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the filter will not hold fluid. There was no serious harm reported. No patient injury was reported.

Manufacturer narrative:
Device evaluation: product was returned, evaluation is anticipated but not yet begun. Once the investigation will be completed, smiths medical will report the results in a follow-up MDR report. The lot number for this item is not related to the listed recall (rmd-10001875), however, the described issue is similar to the stated recall and therefore this is being reported in accordance with refer to 21 cfr 803 and 21 cfr 806. Cmazalu.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions nor other workmanship defects were detected in none of the joins of the product. Functional testing found no discrepancies were detected, sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Thus, the failure mode reported is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).